Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of exposed blade to be related to the customer reported complaint. The reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure based on log review and based on in-house observation. The root cause of exposed component reloads is typically attributed to the user. Additional observations related to the customer reported complaint: the reload was observed to be partially fired. The reload was disassembled in-house and the cartridge appeared to be damaged near the location of the exposed component. The root cause of this failure is attributed to the user. The reload was found to have pusher damage near the location of the exposed component. The root cause of this failure is attributed to a component failure. The reload was found to have blade damage when the reload was disassembled in-house. The root cause of this failure is attributed to the user. A system log review was conducted for the following: the stapler instrument sureform60 stapler part number: 480460-09 t90220322-0029 had 7 firing events and 5 uses left. Dsp logs show that first 2 firing events were with green reloads and fully completed, the 3rd completed firing event was with blue reload. After this, 4th 5th and 6th firing events were with reloads blue, green and blue again. All these firing events were incomplete with error message ¿tissue too thick to continue¿. The 7th firing event was with green60 reload and failed with error message incomplete (hi torque). Noted that all these 4 failed firing events had completion percentage of 99.999%. Also, noted from the msc logs, that this instrument triggered a 22030 error stating ¿a stapler, sureform 60 failed in its operation on usm1 ¿ failure mode: firing failure / general failure ¿ stapler, sureform 60 / sn: (B)(4). This instrument had 2 completed firing events with blue60 and white60 respectively with no issues. Completion percentage was 100%. A review of the provided image was performed by an isi cde. The following additional information was provided: these images showed malformed staples attached to the tissue and bleeding along the stomach side of the stapler fire. With these images and information provided it is unclear if the buttressing/reinforcement material is within the reload's recommended tissue thickness range. As the surgeon speculates, the buttress could have contributed to the reported issue. Also, ethicon¿s staple line reinforcement accessory has not been validated for use with sureform products. Additionally, the user manual recommends, inspecting and removing any loose staples, between instrument jaws and from the surrounding target tissue before and after stapling, this can prevent firing over an obstruction that may result in incomplete cutting and, or improperly formed staples. User manual recommends the use of the manual release knob to remove the jaws from tissue if the stapler cannot be robotically released from tissue. This complaint is being reported due to the following conclusion: during a da vinci assisted sleeve gastrectomy surgical procedure, it was reported that the stapler used during the procedure fired and paused a few times. When the stapler was unclamped, an unspecified amount of bleeding was observed. The sureform 60 appeared to fire as expected by the user; however, when the stapler has released the staples only formed at the beginning and at the end of the staple line. The distal portion of the entire staple line was partially fired and not on tissue.

Event description:
During a da vinci assisted sleeve gastrectomy surgical procedure, it was reported that the stapler used during the procedure fired and paused a few times. When the stapler was unclamped, an unspecified amount of bleeding was observed. The sureform 60 stapler instrument appeared to fire as expected by the user; however, when the stapler has released the staples only formed at the beginning and at the end of the staple line. The caller described the middle section of staples as appearing "frayed". The caller stated that the stomach was open at this time and the surgeon then had to manually suture the opening closed. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following information: during a da vinci-assisted sleeve gastrectomy surgical procedure, on the fourth fire, the surgeon installed a blue sureform60 reload with applied buttress material manufactured by ethicon on the sureform60 stapler instrument. The staple fire stopped at 15-17 mm. There was no pause for compression. The surgeon replaced the stapler with a reinforced green sureform60 reload, and the staple fire stopped at 15-20 mm, indicating that the tissue was too thick. Then the surgeon used a green sureform60 reload without the reinforcement. The surgeon stated that the stapler fired for about 30-40mm. The stapler was fully clamped and fired for about 30-40 mm. However, the staples were not implanted in the tissue. It was slightly challenging to unclamp the stapler. He pulled it out with a little bit of force. When unclamped, it was noticed that the sleeve side of the stomach tissue was intact to the crotch of the instrument, the stomach side of the staple fire was dehisced, and there was a gaping hole. The distal portion of the entire staple line was partially fired and not on tissue. The surgeon then had to oversew to repair the incomplete staple line. He then switched to a backup sureform60 stapler instrument and completed with a green and white sureform60 reloads without the ethicon reinforcement. The procedure was completed with no further issues. Post operatively, the patient had mild epigastric pain, and the surgeon confirmed it was unrelated to the stapling issue. The surgeon speculated that the initial couple of fires with the reinforcement and stapling buttress over buttress could have contributed to the reported issue. The adverse event of oversewing of the staple line has been reported under patient identifier (B)(6).